Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during a dental procedure. A piece of the fractured instrument was removed from the patient's mouth with another instrument. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted the elevator. The elevator shows heavy signs of wear. Specifically, the surfaces are heavily dented/ scratched. The tip is fractured and is missing. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. Complaint history for 09-0257 elevator #301 lot 071316f16 was reviewed (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaints is that excessive force was used, beyond what the instrument was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.